Event description:
Pt reported pain on left side of body and "fractured" device tube. Physician's assistant confirmed that pt went to hospital emergency room with pain. Pt received a CT scan which revealed a "fractured catheter." Explant surgery has occurred.

Manufacturer narrative:
Reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination determine the connector type associated with this report allergan had not received the product at this time. Therefore no analysis or testing has been done. No additional information has been reported to allergan reading the serial number of model number.